Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue ¿defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the rear therapy electrodes. Follow up indicated that the patient's physician recommended a powder. The medical outcome is unknown.